Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was using an opus 2 processor. At the time of activation of the upgrade to the sonnet 2, measurements showed only electrodes 1 and 2 with normal impedance. In a previous analysis, it has been verified that this pattern has been present since 2021. In the current auditory performance, the user demonstrates detection of ling sounds and word recognition using lof, with no history of trauma or infections.